Event description:
In 2000 pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hypertrophy. The site reported that 19 minutes into the treatment they could not visualize the foley balloon after noticing a drop in the pt's rectal temperature. An error message came on the screen reporting the rectal temperature decrease. The treatment was then cancelled. Pt rec'd 61 kj. This event is being reported as a similar event could cause a serious injury.